Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and pelvisoft accellular collagen biomesh were used. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and symptomatic rectocele. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain during intercourse, chronic pelvic and abdominal pain, persistent vaginal bleeding, atrophic vaginitis, voiding dysfunction/recurrence of incontinence, painful urination, recurrence of the rectocele and bowel problems. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with laparoscopy with lysis of adhesions and enterolysis, laparoscopic bso, and cystoscopy due to pelvic pain and probable pelvic adhesions. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.